Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was discharged from the hospital and recovered from the event. Dianeal therapies were ongoing. The next month, the patient experienced recurrent peritonitis manifested by cloudy effluent fluid. The cause of the recurrent peritonitis was unknown. The patient was hospitalized for the event and treated with unknown antibiotics for peritonitis. The peritoneal dialysis catheter was removed and dianeal therapy was discontinued. The patient was later discharged from the hospital. About two months later, dianeal therapy was restarted. The patient recovered from the event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). The event was reported to have occurred on an unknown date in (B)(6). A batch review was conducted for potentially associated lot numbers gd893743, gd893461, and gd893297. There were no issues detected during manufacturing processes. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).